Event description:
Event description guidant received information that this pacemaker was explanted due to a recent field advisory regarding the hermetic seal. During the explant procedure, the pacemaker reportedly displayed intermittent loss of pacing and the patient experienced dizziness. It was reported that there was no lead failure and no issues with the newly implanted device. The pacemaker will be returned for analysis.